Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited no capture and no sensing. It was noted that the patient experienced ventricular tachycardia. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.